Event description:
The customer reported that a nurse suffered a chemical burn as the result of holding her hand over the chemical intake port (for disinfectant solution intake during disinfectant programs) on gambro wro 95 reverse osmosis machine as it was leaking fluid. The nurse did this to prevent the solution from reaching the dialysis patient. The burn diagnosis was later changed to an irritation, as there were no burn marks on the hand. No patient injury was reported.

Manufacturer narrative:
The wro 95 unit was later inspected by a gambro technical services field representative, who was unable to duplicate the reported problem. When tested in a normal run procedure, the machine performed within the manufacturer's specifications. It was reported from clinic that since the incident, the wro 95 has been used with no other incidents of chemical leakage from the chemical intake port. A technician of the manufacturer has investigated the size of the volume of the fluid that can possibly remain inside the injection port after the disinfection program has been finalized. The result shows that the largest possible volume of remaining fluid in that place is 0.9 ml. Further investigation will be conducted by the manufacturing site.